Event description:
A zoll pt service rep (psr) contacted zoll customer support on behalf of a (B)(6) female pt to report 'check belt' messages. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. As received, the trunk cable connector was broken with wires exposed. The root cause of the damaged trunk cable connector cannot be positively identified. After changing the cable the electrode belt was fully functional. No adverse event resulted from the defective trunk cable connector. The pt received a replacement electrode belt.